Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was unable to be implanted as the white silicone at the distal end of the electrode was broken. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: this lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix and cuts in the drug collar at the distal tip. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was unable to be implanted as the white silicone at the distal end of the electrode was broken. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.